Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device check. The patient was feeling a pulsing from lv pacing. Symptoms were recreated in clinic. The physician noted that the pulsing seemed to be muscle stimulation rather than phrenic nerve. Increased thresholds on all lv vectors along with stimulation on each were observed. X-ray was performed and was noted that the lv lead was now in an anterior position instead of its original posterior position. It was noted that previously the lead was repositioned in september. The patient was known to be a twiddler and this was a second reposition. The physician decided to turn the lv lead off and pace rv only. Patient's symptoms ceased once the device was programmed rv only.